Event description:
Technical services received a call on (B)(6) 2011. Caller stated that trial impedance on this ra lead has moved from 420 to 340 since (B)(6). Thresholds and sensing are stable. No symptoms or issues. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).